Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occured. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was confirmed via data. A root cause could not be determined via data.

Manufacturer narrative:
Sr-(B)(4) describe event or problem - additional device availability- additional information/device evaluation device evaluated by manufacturer - additional event problem and evaluation codes - additional

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was evaluated and it confirmed the customer complaint. The reported event loss of connection was confirmed. The root cause was determined to be a permanent loss of connection. It was reported that the operating system for the smart device was not a supported system. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.